Manufacturer narrative:
The customer called beckman coulter customer technical support (cts) and cancel the field service visit. The customer stated that they flush the 'y' connector (connects to the waste valve) and drain tubing #118 to resolve the issue. The instrument software version is 5.4. (B)(4).

Event description:
The customer stated that they observed fluid on top of the sample tubes in cap piercer of the synchron unicel dxc 600i instrument system. The customer stated that there is no injury to the operator, and no medical attention needed due to this event. No erroneous results generated. The customer was wearing gloves.